Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where a filter vent leakage was reported after 1 day of infusion of an unspecified chemo drug. There was no obvious defect noted on the tubing set; no hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital. There was patient involvement, but no patient harm. No further information available for this complaint. This is the first of two events.

Manufacturer narrative:
(B)(6). The device was received for evaluation. The investigation is still pending.

Manufacturer narrative:
Received one used 14687-15 primary plum set, and one used manufacturer unknown bag spike w/ locking port for inspection. The filter at the vent plug juncture on the 14687-15 primary plum set was wetted out with prior infusate. The set was tested per product specifications. There was no leakage on the 14687-15 primary plum set or the manufacture unknown bag spike. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.